Event description:
It was reported that "sheath tip splitting upon attempting insertion of right femoral artery. Reported they utilized a 6f dilator to predilate, then utilized our backloaded dilator and sheath and still had a similar outcome. Also confirmed angle of insertion was 45 degrees". No patient injury or consequence reported. The patient's current condition is unknown

Manufacturer narrative:
(B)(4). The reported complaint of "tip splitting" is confirmed based on the customer provided photo with the complaint report. In the photo, the tip of dilator was found to be damaged/split, the appearance of the dilator tip showed an inconsistent diameter with damage to the material at the tip opening. The product was not returned for investigation. The specifications were not met during the complaint investigation due to the damaged dilator tip. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "sheath tip splitting upon attempting insertion of right femoral artery. Reported they utilized a 6f dilator to predilate, then utilized our backloaded dilator and sheath and still had a similar outcome. Also confirmed angle of insertion was 45 degrees". No patient injury or consequence reported. The patient's current condition is unknown